Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple error alarm. The customer blood glucose level was unknown at the time of incident. Troubleshooting was performed for blank display but display did not returned. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm, no unexpected restart error alarm and blank display anomaly noted during test.